Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. No images of the device were provided. Without the device return or images of the device, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the physician¿s training and IFU manuals was performed. The complaints for ¿handle - fine adjust difficulty¿ and ¿delivery system ¿ inflation difficulty¿ were unable to be confirmed. No evidence of a manufacturing non-conformance was identified during investigational activities. Review of DHR, complaint history, and lot history did not reveal any related manufacturing non-conformance. A review of manufacturing mitigation supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Per report, the patient¿s access vessels were mildly calcified and tortuous. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. As noted, if the thv is unseated during alignment it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to cause the thv to ¿dive¿ into the flex tip. Per procedure, provides an illustration of valve diving as well as troubleshooting tips. However, per investigational follow-up, valve alignment was reported to have been performed in a straight section of the aorta. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. Per report, ¿during the inflation the proximal part of the balloon (towards aorta) was not inflating correctly and the valve was positioned too ventricular. In a few seconds the inflated valve migrated into the left ventricle. It was observed that the pusher was not retracted correctly before inflating.¿ this suggests that a procedural factor (flex tip not retracted prior to balloon inflation) may have contributed to inflation difficulty. Additionally, it is possible that device insertion angle contributed to the reported event, though there is insufficient information provided. A sub optimal insertion angle could potentially constrain the flow of fluid and affect the inflation of the balloon during valve deployment. The complaints of ¿handle - fine adjust difficulty¿ and ¿delivery system ¿ inflation difficulty¿ were unable to be confirmed due to device and/or images of the device not being returned for evaluation. No manufacturing non-conformities were found during the investigation. A definite root cause was unable to be determined. In this case, available information suggests patient factors and/or procedural factors may have contributed to the reported events. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate did not exceed the september 2017 control limits for the respective trend categories. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Reference mfg. Report numbers: 2015691-2017-02970 and 2015691-2017-02931.

Event description:
As reported by our (B)(4) affiliate, in an attempt to implant a 29mm sapien 3, difficulties with aligning the valve on the balloon (more force than usual was needed to get the valve to move the last centimeter) were encountered. The valve was positioned in correctly in the annulus. However, during the inflation, the proximal part of the balloon (towards aorta) did not inflate correctly and the valve moved too ventricular. Within a few seconds the inflated valve embolized into the left ventricle. Review of fluoroscopy revealed that the pusher had not been retracted correctly before initiating inflation of the balloon. The procedure was converted into an open heart operation, sternum was opened, patient put on extracorporeal bypass, aorta was opened, sapien 3 valve removed through annulus and a surgical valve was implanted without complications.